Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The analog board shields were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.